Manufacturer narrative:
The patient's syncope was reported against the pump in MFR. Report #2916596-2020-00347. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed out and the patient had several no external power alarms and she was given a new mobile power unit. No additional information was reported.